Manufacturer narrative:
Additional information received that the age of the patient was 4 years old.

Event description:
The end user states that unit displays incorrect o2 sats in wide ranges. No consequences or impact to patient were reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. During simulation testing, the device was found to provide accurate measurements. The unit was determined to be functioning as designed.

Event description:
The end user states that unit displays incorrect o2 sats in wide ranges. No consequences or impact to patient were reported.